Event description:
It was reported that unstable rotational speeds occurred. A rotapro console was selected for use in treating a lesion during a percutaneous coronary intervention procedure. It was observed that the console was having unstable rotational speeds during use. No patient complications were reported.